Event description:
It was reported that the asymptomatic patient had ventricular paces that were intermittently losing capture. There were no other anomalies noted. Bringing the patient in for lead testing was suggested. No further information available.

Event description:
New information notes that on (B)(6) 2017 the lead was explanted due to the loss of capture. No further information provided.